Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that following implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) the induction testing episode could not be found stored to the programmer. Boston scientific technical services (ts) reviewed programmer log files and identified telemetry loss that caused the programmer to enter suspension mode after several minutes. As the telemetry session was not ended appropriately the data was not stored. Ts noted time to therapy and the observed shock impedance were both within optimal range. No adverse patient effects were reported. This system remains in service.